Event description:
The patient reportedly experienced headpiece retention issues. Additional magnets were used; however, the retention problem did not resolve. The pt has been a non-user for over a year. Surgery to explant the internal device is being discussed.